Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, due to an unrelated surgical procedure the physician was unable to remove the paddle lead, and as such, the lead was left implanted in the patient. As a result, during the (B)(6) 2024 procedure (related manufacturer reference numbers: 1627487-2024-12080, 1627487-2024-12081, 1627487-2024-12082,1627487-2024-12083) the lead was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.